Manufacturer narrative:
Received 1rk 454209/b21013pp for evaluation. Received customer picture. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guideline position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h3: samples received; h6 type of investigation, investigation findings, investigation conclusion; manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples have been received, but the evaluation will still take some time. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states vacuettes tubes are overfilling. 80% of the tubes are overfilling. The customer provided photo and advised it was of the tubes that were overfilling. The tubes in photo were filled using the vacuum only. No syringe or pushing extra blood in. It didn't happen to 100% of the tubes, but enough to make the customer want to pull the lot in case there wasn't enough anticoagulant to prevent clotting. The customer didn't want to pass a clot through the hematology analyzer. Within the lab, they experimented and used a variety of collection devices, straight needles, needle sets, and syringe attached to a transfer device and were able to reproduce the overfill. They didn't see any errors on their hematology analyzer, the sysmex xln. They observed tubes drawn from other departments and noticed the overfilling. They initially thought it was a new nurse and they were forcefully overfilling the tubes. They educated the nurses about not forcefully overfilling. They were not forcing any excess blood in and waiting until the vacuum stopped.